Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated, but omsc confirmed that the endoscopic image disappeared. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The ccd unit cable was tortuous inside the bending section, and while stress was applied to the tortuous ccd unit cable, the endoscopic image disappeared. Therefore omsc considered that the reported phenomenon might be attributed the breakage or short circuit of the ccd unit cable. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection prior to shipment after the repair at olympus service operation repair center (sorc), it was found that the scope communication error b30 and e216 occurred. Sorc checked the subject device and found that the reported phenomenon was attributed to the failure of the ccd unit. There was no report of patient injury associated with the event.